Manufacturer narrative:
Analysis of the returned implantable neurostimulator (ins) (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies. During initial testing of the ins it was observed that there was no output on any electrode pair using the #2 electrode, however, it was determined that the issue was caused by foreign material (suspected dried body fluids in the connector port). After the #0-7 connector port was cleaned, the ins passed functional testing. Analysis of the returned ins plug revealed that the connector of the plug was crushed due to over tightening of the ins setscrew. The lead (serial # (B)(4)) was not received at the neuromodulation returned product analysis lab in (B)(4). Medtronic (B)(4) has photos of the lead as received at (B)(4) analysis center in (B)(4). The photos indicated that the lead had several broken conductors 21.3 centimeters from the proximal end of the lead.

Manufacturer narrative:
Concomitant products: product ID 3550-29, product type accessory, product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the thalamic pain patient¿s ¿feeling of stimulation had been weakening starting from around three months¿ prior to report. The patient also felt a ¿tingling sensation¿ in their back while their stimulation was turned on. Impedance testing found the impedance ¿values were abnormal for electrodes other than the number 3 electrode¿ and that there was ¿short-circuiting.¿ it was stated there was a ¿suspected lead fracture¿ at the time of report and that ¿disconnection was suspected¿ with the system. The patient¿s entire system was reportedly ¿removed due to the suspected lead fracture.¿ there were ¿no¿ health hazards to the patient due to the event and the patient. The patient was noted to have been admitted to the hospital for recovery following the explant procedure. Additional information has been requested. A supplemental report will be filed if additional information is received.